Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Investigation result: device evaluation could not be performed because the affected device was not returned. Lot history record review: lot history review of the reported halberd14 guide wire could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Conclusion: based on the obtained information and referring to known similar events, it was presumed that torsion generated with drilling maneuver of the subject halberd14 guide wire might have been locally applied to the distal segment of the guide wire. Consequently, the distal segment of the subject halberd14 guide wire was fractured and detached. Although it was concluded that this event was not attributed to product quality, it was concluded that the wire fragment left in situ could not be ruled out as the affected device was not returned for investigation. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings]: the coil section is especially fragile, so do not bend or pull it more than necessary. (Otherwise, the guide wire may be damaged.) Always advance and withdraw the guide wire slowly. Observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip. (Otherwise, the guide wire may be damaged and/or trauma may occur.) In addition, ensure that the distal guide wire and its location in the vessel are visible during wire manipulations. Never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position. (Otherwise, damage to the guide wire may occur.) Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects]: separation of the guide wire.

Event description:
It was reported that a procedure was performed to treat a moderately calcified lesion in the mid anterior tibial artery (at). While the subject halberd14 guide wire and a concomitant quickcross catheter (philips) were used for a drilling operation, the distal segment of the subject halberd14 guide wire got fractured in the patient's body. The wire fragment was successfully retrieved. It was informed that the patient's condition was good after the procedure.